Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the mechanics seized, jammed and was moving heavy. It was further determined that the bearings and mechanics were corroded due to improper cleaning/handling, the positioning ring was out of specification, the turn knob was worn out and the setscrew was bent. It was further determined that the device failed for general condition, check the function of the quick saw blade coupling, check tool coupling, check the machine coupling and for check the function of the positioning ring. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the oscillating saw attachment device became hot; drilled without force and made strange noises. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.